Event description:
Boston scientific crm received information that this lead was capped due to an infected pocket. The pocket was cleaned out and the lead is to be watched for three months. If the infection persists, the lead will then be explanted. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.